Manufacturer narrative:
Product complaint # (B)(4). Additional information: photo, dressing: sk - to company directions. Surgical prep: blank, dressing-blank, allergies-blank, sensitivity to adhesive-blank, yet patch tests, no previous exposure, not used prineo/db, not used in surgery. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. No product available for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an inner arm patch test on (B)(6) 2021 and topical skin adhesive was used. Patient had an aggressive allergic reaction post op day 3. Patient was put on a steroid. Additional information has been requested.